Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 365 mg/dl with symptoms of polyuria, and polydipsia associated with an alleged intermittent power with damage issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was determined that there was intermittent power to the pump. The battery compartment threads were stripped, the battery cap was unable to be tightened, and the yellow o-ring was visible on the battery cap. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2017 with the following findings: there were unexplained pump reboot events observed in the pump's black box. The battery compartment was found to be cracked and the threads were stripped. There was no moisture corrosion observed in the battery compartment. The battery cap had stripped threads. The returned battery cap was unable to maintain an electrical connection with the pump. A test battery cap was able to fit to the pump and was used to complete a 24 hour duration test with no further power interruptions observed. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range.